Manufacturer narrative:
This report is associated with argus (B)(4), biotene original oral rinse (savannah).

Event description:
She died on (B)(6)/death nos of her sister who had used biotene original oral rinse savannah size not specified [unknown cause of death]. Case description: this case was reported by a consumer and described the occurrence of unknown cause of death in a female patient who received glycerin (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for dry mouth. Concurrent medical conditions included ovarian cancer and chemotherapy. On an unknown date, the patient started biotene original oral rinse (savannah) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced unknown cause of death (serious criteria death and gsk medically significant). On an unknown date, the outcome of the unknown cause of death was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the unknown cause of death to be related to biotene original oral rinse (savannah). Additional details, adverse event was received via email on 16 june 2017. Consumer reported "serious adverse event, death nos of her sister who had used biotene original oral rinse savannah size not specified. This summer, I was hoping to do them in celebration of my sister being cancer free as well, as she was diagnosed last october with ovarian cancer. However, she died on (B)(6). I know my mom and sister used your product to deal with dry mouth from chemo and radiation".